Event description:
During follow up, noise resulting in oversensing and automatic mode switch was observed on the atrial lead. No intervention has been performed, the lead remains implanted and will continue to be monitored. The patient was stable.

Event description:
During follow up, noise resulting in automatic mode switch was observed on the atrial lead. No intervention has been performed, the lead remains implanted and will continue to be monitored. The patient was stable.

Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event.